Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-bar at the top of the inserter snapped in the middle while being hit to insert a nail. No part of the device was left in the patient. The procedure was completed with a t-handle chuck instrument. A one (1) minute delay in surgery was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the given information on the device report has indicated that the t-bar at top of inserter snapped in middle, while the inserter was being hit to insert the nail. The returned device does match the lot number of the device affected by recall z-1260-2015 which it was noted did have the potential for breakage during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: december 18, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.